Manufacturer narrative:
(B)(4). G2: foreign ¿ russia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when opening the sterile box during surgery, a hair was found. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned; visual evaluation of the provided photos found a hair-like debris lying across the inner sterile blister. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause or the condition of the device when it left zimmer biomet cannot be determined. A simulation test was performed by the manufacturing site to replicate the reported event. The test was performed on three samples to seal a hair into the inner blister in the same location as shown in the customer provided photographs. Upon opening the test blisters, a channel was identified on each of the sample blisters. Review of the customer provided photographs found no channel marks on the inner blister. The test concluded that the hair was not likely sealed into the inner blister at the time of manufacturing. Additionally, comparison of two of the customers provided photographs found the hair is not lying in the same orientation. This complaint cannot be confirmed as the source of the hair cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.